Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy. It was also reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue.